Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The vessel sealer extend instrument was analyzed, and the reported issue could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. A continuity test was not performed as the instrument had a missing integrated cord. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting".

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grip of a vessel sealer extend instrument did not feel correct. The user completed the procedure using a backup vessel sealer extend instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the jaws were not opening correctly. There was no patient harm and no procedure delay.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.